Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed. (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, when trying to connect the baton, the video feed would cut out and the error message "video 1, no signal" was displayed on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.